Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy. During the procedure, after five minutes of morcellating, the motor slowed to a near stop. Another like device was used to complete the procedure with no adverse patient consequences.